Manufacturer narrative:
The customer stated that they believe the tray was cracked while being moved in the laboratory. The customer was sent a replacement tray. Service was not dispatched for this event. Use error was the root cause for this event. The customer was sent replacement.

Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid leak from the instrument fluid tray on access 2 immunoassay system. The customer stated that all personnel were wearing proper ppe. There were no reports of injuries or exposure to hazardous liquids.